Event description:
On august 6, 2002, kmi received notification about the explant of a subtalar mba orthopedic foot implant to address pt pain. The report indicated that the incorrect size mba had been implanted and was the source of the pain.